Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump message stating that "interrupting bolus can stop the bolus" while attempting to deliver a bolus. Review of the pump data logs by tandem technical support could not verify a cause for the alleged pump message as the pump was functioning as intended. The customer's blood glucose (bg) level was 133 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.